Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Consumer reported undergoing transflap surgery with mesh implant to bridge an abdominal defect. The patient presented with a hernia six months after this procedure, and was returned to surgery for repair. It was observed during the procedure that the mesh separated from the abdominal wall. There is no indication of an issue with the integrity of the product.